Event description:
The surgeon reported that a patient presenting with the normal pressure hydrocephalus triad (gait ataxia, dementia and incontinence) was implanted with an nph low flow valve in 2006. Patient improved shortly, but worsened during the following weeks. The valve was explanted 2 months later and patient recovered. The explanted valve was discarded by the hospital. Additional information has been requested.

Manufacturer narrative:
The product is not expected to be return. An investigation has been initiated based upon the reported information.